Manufacturer narrative:
Additional information: b7: patient race noted as japanese. The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Inflammation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that surgical technique and experience with the device contributed to the reported event. MFR# reference: (B)(4).

Event description:
It was reported that following a successful implantation of the first stent (of two stents) from a trabecular microbypass stent system, the trocar broke during the implantation of the second stent. Per report, the surgeon attempted to remove the remnant from the operative eye, but was unsuccessful. The report noted that the second stent was implanted completely, and that the trocar remnant remains in the central inlet of the stent, protruding approximately 1 mm from the flange. The patient''s condition was described as having mild inflammation with intraocular pressure "lower than expected", and the patient being monitored. The report also noted that surgical technique and experience with the device contributed to the event. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, g4. MFR# reference: (B)(4).

Event description:
The following additional information was received. The report reiterated that the patient''s intraocular pressure (iop) is stable, and the surgeon has decided to monitor the patient without removing the trocar remnant. Per report, no further clinical details are available.

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated twice and no stents were found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The device was disassembled and visually inspected. The injector¿s trocar was found broken. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Further inspection identified surface features of the trocar indicating a tensile failure, likely due to contact with the second stent during the second deployment of the injector. The trocar was likely heavily biased, causing the stent flange to collide with the insertion tube, and fracturing the trocar. Further inspection found deformation on both wings of the trigger button. The trigger button wings and housing likely had unintended interference due to a manufacturing process. A review of the risk management document identified ¿left housing not correctly assembled onto right housing¿ as a potential failure mode. The resulting failure effects are ¿trigger inoperable¿ and ¿inability to implant." However, the device was found to have actuated all positions and deployed all stents. All devices undergo visual inspection via x-ray per manufacturing internal procedure. A review of x-ray images for the linked manufacturing index on the device housing revealed that the accepted stent injector contained a straight splayed trocar and two stents on the trocar that met the required specifications. If any of the frontal components were bent during x-ray, the unit should get rejected. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the surgeon reported the current patient condition as "stable". Any omitted information was not available through follow-up.